Manufacturer narrative:
The customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. The device history record (DHR) for the finished good and sub-assemblies was reviewed and no incident was documented that could cause this type of nonconformance. Based on the limited information provided a root cause for the reported concern could not be determined. As a preventive action, the customer will be provided with a copy of the instructions for use. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used.

Event description:
The customer reports product failure after surgery is completed, stating the product broke off inside the patient, requiring a second surgery for removal.